Event description:
Pt admitted for total capsulectomy with implant removal and replacement in 2001. The pt had previously undergone mastectomy with multiple complex reconstructions. Approximately 8 years ago pt underwent implant replacement with latissimus dorsi myoculaneous flap, done at another facility. Pt has had drainage with debridement performed about two months prior to this admission. Pt is admitted for recurrent seroma fluid collection. Surgeon noted that implant was removed along with capsule.